Manufacturer narrative:
According to the don, meter is giving variable readings and does not register blood. According to the information received from medical records, the meter is working correctly. The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.

Event description:
Caller indicated the assure pro was giving variable readings and did not register solution/blood. According to the don, the patient was tested with a result of 54 then later tested again at ''lo.'' Tested a while after and resulted in 54, tested again a bit after with no reading. The don claims she watched this process and on the last reading strip had wicking action but the meter did not register blood. The patient was then tested again by the emt with a result of 17. She did not know times of readings so, transfered to medical records for specific details. According to jackie in medical records - patient was tested at 4:15 pm and resulted in ''lo'' reading. Patient was unresponsive. Ambulance was called. While waiting for ambulance patient was given peanutbutter and orange juice at 4:30pm. When emt arrived ran glucose test which resulted in a reading of 17. The test strips that were used have since been used up. No documentation of lot used. Product stored correctly and controls read in range.